Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had gone to their doctor with hypoglycemia. The patients doctor reports that the patient had not waited for their endocrinologist visit to set up their controller which led to the patient administering too much insulin. No additional information has been provided as to this event.